Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient was in the hospital because "the pump failed". No other details provided. This complaint is being reported as the alleged pump malfunction resulted in the patient's hospitalization.